Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to a fracture. The lead also exhibited pacing impedance measurements greater than 2000 ohms. It was noted that the physician felt that the patient did not require atrial pacing support. No adverse patient effects were reported.